Event description:
An individual reported that following an intraocular lens (iol) implant procedure, the power was missed, requiring an iol exchange for a difference of one and a half diopters. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was not received. (B)(4).